Manufacturer narrative:
Natus technical service provided ordering information for a replacement main hose assembly which includes the hose fittings described in the complaint. The ordering information was passed on by the distributor to the user facility. Natus technical service made multiple attempts to obtain the serial number of the cool-cap system, but no response was received. An order was not received for a replacement main hose assembly and no further communication regarding the complaint was received.

Event description:
Natus received a report from a (B)(4) distributor that a hose fitting had broken on the main hose assembly of a cool-cap system. A photo was provided of the damaged fitting. No patient was involved and the issue was identified prior to initiating any treatment. There was no report of death, serious injury, delay in treatment, or environmental/safety concerns.